Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but it considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes pelvic pain, abnormal uterine bleeding and autoimmune -type symptoms (seen as autoimmune disorder). All events are serious due to medical significance. Pelvic pain and uterine haemorrhage are anticipated in the reference safety information for essure, whereas autoimmune disorder is unanticipated. Other non-serious events were also reported. In this particular case, the consumer experienced pelvic pain and abnormal uterine bleeding and after almost four years of essure placement she had to undergo a laparoscopic removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy, after that all symptoms had resolved. Pain and bleeding of varying intensity and length of time may occur and persist following essure placement. Thus, considering the events' nature, the causality between them and essure cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but it considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain/worsening pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube remained patent" from (B)(6) 2013 to (B)(6) 2016. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ painful intercourse") and vaginal haemorrhage ("spotting"). On (B)(6) 2014, the patient experienced pelvic fluid collection ("small amount of cul-de-sac fluid consistent with adhesions") and pelvic adhesions ("small amount of cul-de-sac fluid consistent with adhesions"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines/worsening migraines"), dermal cyst ("cysts on head") and alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), headache ("headaches/worsening headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("allergy/hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic removal of essure coils with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, uterine haemorrhage, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia had resolved. At the time of the report, the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, dermal cyst, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, pelvic adhesions, pelvic fluid collection, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was bleeding so heavily that she was going through 2-6 super tampons on a daily basis. On (B)(6) 2016 laparoscopic essure removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion of the left fallopian tube (cont.). Ultrasound abdomen - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Ultrasound scan vagina - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Diagnostic results: on (B)(6) 2013: hysterosalpingogram (cont.) - while the right fallopian tube remained patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events worsening abnormal bleeding, allergy and hypersensitivity symptoms were added. Events worsening pain was clubbed with pelvic pain, worsening headaches clubbed with headaches and worsening migraines were clubbed with migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube remained patent". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient started essure. On (B)(6) 2014, 581 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("dyspareunia/ painful intercourse") and vaginal haemorrhage ("spotting"). On (B)(6) , the patient experienced pelvic fluid collection ("small amount of cul-de-sac fluid consistent with adhesions") and pelvic adhesions ("small amount of cul-de-sac fluid consistent with adhesions"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines"), dermal cyst ("cysts on head") and alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (laparoscopic removal of essure coils with bilateral partial salpingectomy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the pelvic pain, uterine haemorrhage, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia had resolved. The reporter considered pelvic pain, uterine haemorrhage, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia to be related to essure. The reporter commented: plaintiff was bleeding so heavily that she was going through 2-6 super tampons on a daily basis. On (B)(6) 2016 laparoscopic essure removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was occlusion of the left fallopian tube (cont.). On (B)(6) 2014: ultrasound abdomen result was small amount of cul-de-sac fluid: adhesions and ultrasound scan vagina result was small amount of cul-de-sac fluid: adhesions. On (B)(6) 2013: hysterosalpingogram (cont.) - while the right fallopian tube remained patent. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes pelvic pain, abnormal uterine bleeding and autoimmune -type symptoms (seen as autoimmune disorder). All events are serious due to medical significance. Pelvic pain and uterine haemorrhage are anticipated in the reference safety information for essure, whereas autoimmune disorder is unanticipated. Other non-serious events were also reported. In this particular case, the consumer experienced pelvic pain and abnormal uterine bleeding and after almost four years of essure placement she had to undergo a laparoscopic removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy, after that all symptoms had resolved. Pain and bleeding of varying intensity and length of time may occur and persist following essure placement. Thus, considering the events' nature, the causality between them and essure cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain/worsening pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube remained patent" from (B)(6) 2013 to (B)(6) 2016. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ painful intercourse") and vaginal haemorrhage ("spotting"). On (B)(6) 2014, the patient experienced pelvic fluid collection ("small amount of cul-de-sac fluid consistent with adhesions") and pelvic adhesions ("small amount of cul-de-sac fluid consistent with adhesions"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines/worsening migraines"), dermal cyst ("cysts on head") and alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), headache ("headaches/worsening headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("allergy/hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic removal of essure coils with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, uterine haemorrhage, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia had resolved. At the time of the report, the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, dermal cyst, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, pelvic adhesions, pelvic fluid collection, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was bleeding so heavily that she was going through 2-6 super tampons on a daily basis. On (B)(6) 2016 laparoscopic essure removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion of the left fallopian tube (cont.). Ultrasound abdomen - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Ultrasound scan vagina - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Diagnostic results: (B)(6) 2013: hysterosalpingogram (cont.) - while the right fallopian tube remained patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain/worsening pain') in a 32-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube remained patent" from (B)(6) 2013 to (B)(6) 2016. The patient's medical history included pelvic organ injury and ovarian cyst. Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ painful intercourse") and vaginal haemorrhage ("spotting"). On (B)(6) 2014, the patient experienced pelvic fluid collection ("small amount of cul-de-sac fluid consistent with adhesions") and pelvic adhesions ("small amount of cul-de-sac fluid consistent with adhesions"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines/worsening migraines"), dermal cyst ("cysts on head") and alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), headache ("headaches/worsening headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("allergy/hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic removal of essure coils with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abnormal uterine bleeding, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia had resolved. At the time of the report, the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abnormal uterine bleeding, alopecia, autoimmune disorder, dermal cyst, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, pelvic adhesions, pelvic fluid collection, pelvic pain, vaginal haemorrhage and dysfunctional uterine bleeding to be related to essure. The reporter commented: plaintiff was bleeding so heavily that she was going through 2-6 super tampons on a daily basis. On (B)(6) 2016 laparoscopic essure removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion of the left fallopian tube (cont.). Ultrasound abdomen - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Ultrasound scan vagina - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Diagnostic results: (B)(6) 2013: hysterosalpingogram (cont.) - while the right fallopian tube remained patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, patient's date of birth, race information, medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain/worsening pain') in a 32-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube remained patent" from (B)(6) 2013 to (B)(6) 2016. The patient's medical history included pelvic organ injury and ovarian cyst. Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ painful intercourse") and vaginal haemorrhage ("spotting"). On (B)(6) 2014, the patient experienced pelvic fluid collection ("small amount of cul-de-sac fluid consistent with adhesions") and pelvic adhesions ("small amount of cul-de-sac fluid consistent with adhesions"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines/worsening migraines"), dermal cyst ("cysts on head") and alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), headache ("headaches/worsening headaches"), genital haemorrhage ("worsening abnormal bleeding") and hypersensitivity ("allergy/hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic removal of essure coils with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abnormal uterine bleeding, autoimmune disorder, dysfunctional uterine bleeding, headache, dyspareunia, vaginal haemorrhage, pelvic fluid collection, pelvic adhesions, migraine, dermal cyst and alopecia had resolved. At the time of the report, the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abnormal uterine bleeding, alopecia, autoimmune disorder, dermal cyst, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, pelvic adhesions, pelvic fluid collection, pelvic pain, vaginal haemorrhage and dysfunctional uterine bleeding to be related to essure. The reporter commented: plaintiff was bleeding so heavily that she was going through 2-6 super tampons on a daily basis. On (B)(6) 2016 laparoscopic essure removal with bilateral partial salpingectomy, left ovarian cystectomy, uterine serosal biopsy, and peritoneal biopsy. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion of the left fallopian tube (cont.). Ultrasound abdomen - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Ultrasound scan vagina - on (B)(6) 2014: results: small amount of cul-de-sac fluid: adhesions. Diagnostic results: (B)(6) 2013: hysterosalpingogram (cont.) - while the right fallopian tube remained patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number:922609, manufacturing date: 2011-11, expiration date:2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.